Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. After the alarm, the customer would resume insulin delivery. The customer's blood glucose (bg) was high; the value of the level could not be recalled. The bg level was addressed with a bolus of insulin. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.